Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.

Event description:
It was reported to boston scientific corporation on july 31, 2008, that an ultratome sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender and weight unknown) in 2008. According to the complainant, during the procedure the sphincterotome would not bow. The procedure was completed with another ultratome sphincterotome device. No patient complications were reported as a result of this event.